Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The air inlet filter was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.